Manufacturer narrative:
This report originally filed as 9612169-2021-00186. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that ¿a few times a piece of lens material hangs from a placed lens on the edge.¿ additional information has been requested; however, further information has not been received.